Event description:
At 6:45 the pt used the suspect device to check their blood glucose. Pt obtained a result of 133mg/dl. Pt did not take their meds after checking their blood glucose and began feeling dizzy and disoriented. Pt's family member called the paramedics. Upon arrival, the paramedics used their meter to check their blood glucose and they obtained a reading of 25 mg/dl. Pt was given a glucose IV and transported to the hosp.